Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Pace was notified about this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the patient required a second tr band placement, proximal to initial position and later required hematoma management protocol with blood pressure (bp) cuff/pressure bag. There was no blood loss. Additional information was received on 02feb2025: the procedure performed was a left heart catheterization. The device did not lose air. There was no noticeable damage to the device. The patient was stable.